Event description:
The facility reports while transferring a patient out of bed onto a commode, the patient took both feet off the footboard. At the same time in trying to sit down, the pt removed both hands from the handholds and lifted both arms, which allowed the patient to slide through the sling. It was reported that the patient suffered bruising to the right knee. Following this incident, the same lifter was used some 30 additional times on the patient. Again, while transferring the resident from chair to chair, the patient slipped through the sling and back onto the chair. Following complaints of pain by the patient, it was discovered that patient had sustained a fracture to the right femur.